Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ smartsite¿ gravity set IV is defective product. The following information was provided by the initial reporter: "who¿s the contact for j loops/tubing. We have defective product that need to be sent back to bd."

Event description:
It was reported that the bd alaris¿ smartsite¿ gravity set IV is defective product. The following information was provided by the initial reporter: "who¿s the contact for j loops/tubing. We have defective product that need to be sent back to bd."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, returned to manufacturer on: 18-may-2023. H6: investigation summary: one sample was received for quality inspection. The customer complaint of tubing defective / damaged was not verified by visual inspection, however, a separation was identified between the tubing and bottom of the drip chamber of the sample. Evaluation of the sample shows that the drip chamber outlet and the tubing had separated. Further investigation of the sample shows that there is a lack of solvent residue on the tubing, and drip chamber surfaces. A device history record review for model 10802688 lot number 23029198 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the failure seen in this complaint is that the dispenser selected for use does not meet the minimum requirements or controls to ensure its correct operation. The assembly process does not have the support that ensures the correct dimension and alignment of the tube when making the insertion. Corrective actions have been implemented in order to correct the issue.